Event description:
A malfunction alarm occurred with the customer¿s pump, displaying malfunction code 13. There was no reported impact to customer's blood glucose. The customer was instructed by technical support to switch to multiple daily injections (mdi) as a backup therapy.